Event description:
It was reported that the customer had a blood glucose level of 39 mg/dl. The customer stated that he treated himself off his sensor's reported blood glucose values and that could have caused his low blood glucose level. His sensor was reading 45 to 70 points off the real blood glucose value. Troubleshooting was declined. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected three opened/used enlite sensor and performed testing. Two of three sensors failed with low readings. The remaining sensor passed per specification with accurate readings.